Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was low which were 40 mg/dl. Customer stated that he was experiencing a low blood glucose and the pump continued to gave him basal doses. Auto mode feature was active at the time of incident. The pump will not be return for analysis. Frn-mmt-332-rsvr. Unomed inf set , ozo-mmt-7020-snsr, mds-unk-xmtr.